Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a yellow wrench alarm and a ticking noise was confirmed via evaluation. The heartmate power module was inspected at the european distribution center (edc). Visual inspection revealed corrosion on the streamline cable connector and backup battery contacts. The power module was connected to the backup battery and alternating current (ac) power. Upon connecting to power, the unit constantly reset, a ticking noise was produced and blinking yellow wrench alarms activated. The device was forwarded to product performance engineering (ppe) for further investigation. The backup battery was connected to the streamline battery connector and a blinking yellow wrench alarm was reproduced. The streamline cable and battery were replaced, resolving the yellow wrench alarm. Upon connecting the forwarded power module to ac power, a clicking noise was heard from the main transformer on the unit¿s power supply printed circuit board (pcb), and a yellow power alarm was active. Evaluation of the power supply pcb circuitry revealed that the board was not able to properly convert the ac power input to a steady dc power output. This issue was isolated further to electrical damage of the t1 transformer. The reported yellow wrench alarm was determined to be due to corrosion on the battery and battery clip contacts; however, a root cause for the corrosion was unable to be conclusively determined through this analysis. The reported ticking noise was determined to be due to the compromised components on the power supply pcb. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. In addition, it instructs users to keep the power module and its connectors away from water and fluid at all times. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module gave a yellow wrench alarm when connected to power, along with a "ticking" sound. The internal battery was disconnected and reconnected. The issue did not resolve, and the device had to be exchanged. The printed circuit board in the unit was damaged, and there was corrosion on the backup battery and streamline battery connector terminals.